Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for spinal pain and failed back surgery. It was reported that the patient's device was overdischarged because they had not charged in several months. A physician recharge mode was performed for 60 minutes and the ipg converted to normal recharge mode. A por was cleared after the battery charged to 25% and the patient was instructed to charge it up to 100%. The issue was noted to be resolved at the time of the report. There was no patient symptom reported. Additional information was received from a manufacture representative (rep) on 2018-may-23. The patient will be having a stimulator replacement on (B)(6) 2018. The reason for the replacement is unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the implantable neurostimulator (ins) was replaced due to patient non-compliance with recharging on the old device, so the battery did not hold a good charge. The rep stated that the ins was in the customer¿s possession and if it were to be sent in, it would be for disposal only. No further complications were reported.